Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The investigation is ongoing. The definitive cause of the customer's experience cannot be determined at this time. Physical evaluation of the complaint device reveals: the user's report "front terminal socket where you plug in the maj-1430,is bad - it's not reading the scopes" is confirmed. No image with 180 scopes due to faulty patient board set. In addition, worn out video connector latch causing poor connection this report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during preparation for use, an evis exera iii video system center was not reading scopes. There was no patient contact/impact related to this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The following sections were updated: d8, g3, g6, h2, h4, h6, and h10. Olympus was able to evaluate the returned device and determined the following: the equipment was manufactured more than 5 years, and that the locks and pins of the receptacle unit coupler likely have worn out and failed due to repeated use for a long period of time. As a result, the electrical contacts of the connector become unstable, which hinders image transmission between the scope and the video processor, and it is presumed that a poor connection has occurred. Alternatively, it is possible that the connector was corroded due to the user leaving foreign matter such as dust, dirt, or chemical residue on the connector, resulting in a poor connection. Since the product was produced before an april 16, 2018 design change to the operational amplifier circuit of the patient board (dr board), it is presumed that only the 180 scope image was not shown due to the failure of the operational amplifier. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.

Manufacturer narrative:
This report is being updated to report additional information provided by the customer. New information is reported in b3, and b5.

Event description:
The event did not result in any delay. The procedure was completed with a similar device (model and serial number unknown). No other devices were replaced during the procedure. No error codes were displayed. Upon inspection, there was debris noted in the socket and cleared out with a q-tip and did not resolve the error. No other abnormalities were noted.